Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the caller that the patient's device serial number was assigned to the incorrect patient in the remote monitoring network. The caller was advised to discontinue the patient enrolled in the network and a ticket was placed to accelerate the deletion in order to for the correct patient to be added. The network remains in use. There was no patient involvement.